Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: customer reported only link switch error with no system error code additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log did not find any evidence of system error 322 alarms but instead found evidence of system error 321 alarms. During device evaluation a system error 321 occurred and it was determined that was the issue the customer was indicating when they reported 'link switch error'. The cause was determined to be a failing upper link switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.